Event description:
It was reported that this right ventricular (rv) lead was an attempted implant, and a slight perforation was suspected from the helix extension/retraction issues. During the procedure the physician attempted to reposition the lead several times with no success. The screw came out, and there was high, out of range pacing impedance (greater than 2,000 ohms), and loss of capture. The patient had a sudden drop in blood pressure and experienced some discomfort. A new lead was successfully implanted. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.